Event description:
The customer reported a vent not working error message. There was no pt involvement.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Event date: (B)(6) 2014. Conclusion / root cause: the power supply was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).